Event description:
This is a spontaneous case report received from a non-health professional in united states on 17-feb-2016. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The consumer experienced bloating, rashes, allergic reactions, excessive bleeding, organ perforation, pelvic pain, miscarriage (see case (B)(4)), ectopic pregnancy, blood clothes and infection. Follow-up received on 14-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment:this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had excessive bleeding, organ perforation, ectopic pregnancy and blood clots (interpreted as thrombosis). She had a miscarriage see case ((B)(4)).these events are serious due to their medical importance. The excessive bleeding, organ perforation and ectopic pregnancy are listed while thrombosis is unlisted in the reference safety information for essure. Considering the nature of these events and localized action of essure in the fallopian tubes, the excessive bleeding and organ perforation are considered related. However, the thrombosis is assessed as unrelated. Pregnancies have been reported in women with essure micro-inserts in place. When pregnancy occurs after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, no information regarding the time lapse between essure insertion and onset of pregnancy was provided. Therefore, a causal relationship with essure cannot be excluded (device ineffective).this case is regarded as incident due to the serious injury reported. Based on the available information no product quality defect was confirmed, therefore, there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. No further information (pregnancy and perforation questionnaires) can be obtained.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.